Event description:
It was reported that episodes of oversensing was observed in the real time electrogram. Lead provocative testing and pocket manipulation was performed with no noise present. All electrical values were in range. No further action was taken. The patient's condition was good.

Manufacturer narrative:
(B)(4).